Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the patient¿s driveline infection, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 2.0 inches from the pump housing. The sealed outflow graft and graft attachment were returned attached to the pump cover outlet port, secured with the outflow graft clip. The apical cuff was returned with the cuff lock properly secured. The sealed outflow graft bend relief was returned secured around the graft attachment. Visual inspection of the inflow and outflow cannulas revealed no evidence of developed depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces also revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches of defects. The left ventricular assist device (lvad) event and periodic log files were retrieved from the returned device. The lvad event log file contained approximately 48 minutes of data from (B)(6) 2020. The lvad periodic log file contained data from 14aug2020 through 25aug2020. No atypical lvad faults/events were captured and temperature, rotor displacement, and rotor noise remained stable throughout the log files. The log files appeared to capture the device functioning as intended. (B)(6) was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The current heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists driveline infection as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Care instructions regarding preventing infection are provided in section 6, ¿patient care and management¿. The heartmate 3 lvas patient handbook is also currently available. Care instructions for preventing infection are outlined in various sections of this document. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14feb2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted from (B)(6) 2020 through (B)(6) 2020 due to an infection. Infection was confirmed on (B)(6) 2020. Patient had driveline infection with pseudomonas aeruginosa growing and the patient was listed unos status 3. The patient was on intravenous (IV) antibiotic therapy at the time of transplant.